Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the mesh had perforated the bowel. The bowel was kinked off and observed a large mass of bowel. The surgeon identified the entry site and the exit site around the mesh itself where the mesh had perforated the bowel. It was reported that the patient experienced severe pain and approximately 25 hours after the removal procedure, the patient vomited up stool. She then ceased breathing and her pulse stopped. She was intubated and transported to the ICU. It was reported that the patient suffered septic shock, respiratory failure, lactic acidosis, anemia, multiple organ failure and died on (B)(6) 2017. No additional information was provided.